Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Gi bleeding/av malformations, stroke, pericardial effusion/tamponade, platelet dysfunction and sensitivity to aspirin are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported it was reported that the patient presented with a significant upper gi bleed and later that day, right sided body (arm more than leg) weakness was noticed. She was diagnosed with acute neurological event with sudden onset right-sided hemiplegia. After a head CT showed the patient had a hcva, the patient was sent to surgery for drainage collection on (B)(6) 2016. During collection drainage surgery (neurology), the hvad flows had no significant change in watts or flow throughout. Conservative management for gi bleed was provided. She was given filgrastim, meropenem, voriconazole, metronidazole and vancomycin. She received 500mcg of fentanyl total, and 500ml of hartmans' solution. Additional information has been requested but not yet provided.

Manufacturer narrative:
Additional information received states that the patient received both packed red blood cells and platelet transfusions while hospitalized. The patient was on anticoagulation therapy (heparin & aspirin), the platelet transfusion the patient received was to counteract the anti coagulation therapy. Addl info received: upper gi bleeding, acute left parietal bleeding in brain - (haemorrhagic stroke, embolic stroke with secondary haemorrhagic conversion, fungal lesions with acute bleeding). Bleeding and stroke are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. It is noted to correct any identifiable coagulopathy with fresh frozen plasma, vitamin k, protamine, or platelet transfusions. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.